Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 44 mg/dl at the time of the event which was treated with glucose or carb intake. The customer stated that the pump alarm was late for the low blood glucose event as the audio was set to beep. Troubleshooting was performed and assisted the customer with adjusting the audio volume and its settings. The pump passed the self-test. It was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.